Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "package was accepted at hospital and was later noticed to have a strong odor. Package did not appear damaged upon delivery. Odor was not noticed immediately upon delivery. When it was picked up to check the odor, they could hear broken glass inside the box."